Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator's blower motor was defective. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were replaced to address the issue. During the evaluation, the blower, stirring fan, stirring fan retaining, flow sensor assembly, removable foam, blower bellows, and air path assembly were replaced due to contamination from the air path assembly foam becoming deteriorated.

Event description:
The manufacturer received information alleging a ventilator's blower motor was defective. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly were replaced to address the issue.